Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was an automated impella controller (aic) issue. A new pump was plugged in and the complainant received a warning saying "optical sensor error" and there was no placement or suction monitoring. The pump was then plugged into a new aic and no further issues were noted. No patient was involved.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of the event are consistent with the complaint. The console ic8367 was returned to field service for further inspection. The measured "5s" parameters confirmed that the signal-to-noise ratio (snr) was below the threshold. The root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to no patient harm as the initial manufacture report stated no patient involvement which is incorrect. D2 common device name revised on manufacturer device report in accordance with updated procedures. D9 device returned to manufacturer date added. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect impact code no patient involvement was erroneously entered on the initial manufacturer device report number.